Event description:
Customer reportedly received result of 337 mg/dl on advantage system 1 and 137 mg/dl on advantage system 2 within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550960, expiration date 07/31/2010). Reference medwatch report with pt identifier (B) (6) for the suspect device used in system 1.